Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) tip cover accessory slipped off while being used intraoperatively and was still attached to the instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the tip cover accessory was inspected prior to use and there was no arcing observed. The grounding pad was used on the patient. The grounding pad did not appear to have issues. There was no leak observed on the instrument. The mcs tip cover accessory appeared to be properly installed. There was no part of the orange surface visible after the mcs tip cover accessory was installed. The mcs tip cover accessory was not installed beyond the orange surface. The installation tool was used. The electrolube was not used. There was no damage noted to the tip cover accessory. The cannula was inspected and noting found out of the ordinary noted. The pin gauge was not used. There was no arcing. The integrated electrosurgical unit (iesu/erbe) was used with settings cut 3 and coag 3. There was no patient injury. The reported issue occurred during dissecting and the tip cover accessory did not fall, it started to slip.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the monopolar curved scissors (mcs) tip cover accessory to perform failure analysis. The reported complaint was replicated and confirmed. The mcs tip cover accessory was found to have tearing at the mouth where the scissor tips exits. The tears are axially aligned with the tip cover and measured from 0.023¿ to 0.008¿ in length. There were no signs of thermal damage present at the end of any tears.